Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was not confirmed. The reported difficulty to advance could not be replicated; therefore, the difficulty to advance could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported the xience sierra stent delivery system (sds) was noted to be damaged during unpacking of the device. The physician manually re-crimped the stent to the delivery system but the sds would not advance through the guiding catheter so it was not used. The stent system instructions for use states: prior to using the xience sierra eecss, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. However, do not manipulate, touch, or handle the stent, which may cause coating damage, contamination, or stent dislodgement from the delivery balloon. The investigation was unable to determine a conclusive cause for the reported stent dislodgement as the dislodgement was not confirmed during return evaluation. Material deformation was noted at the distal portion of the stent which may have been misidentified as a dislodgement. Factors that could contribute to material deformation include, but are not limited to, interaction with accessory devices and product damage during handling by user. The device was re-crimped to the balloon manually (against instruction for use) after the reported stent damage was noted. The decision to proceed with using the stent delivery system was made (against instruction for use); however, the device interacted with the guide catheter during attempted advancement causing the reported difficult to advance. It should be noted that the xience sierra instruction for use inspection prior to use section indicates, 'do not use if any defects are noted. Do not manipulate, touch, or handle the stent, which may cause coating damage, contamination, or stent dislodgement from the delivery balloon'. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to use of the 3.00x38 mm xience sierra stent delivery system (sds), the stent dislodged from the delivery system. The physician manually re-crimped the stent to the delivery system but the sds would not advance through the guiding catheter so it was not used. Three xience sierra stents were used to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.